Event description:
On 1/13/99, the facility's operating room dir informed the MFR's sales rep of the following: the device was implanted on 9/25/98. The device was clotted, urokinase was used to no avail and as a result, the device was removed on 1/7/99. Upon removal of the device, multiple linear slits were found. The device was tested for leaking and leaking occurred. A new device was implanted. The explanted device is not available to be returned to the MFR for analysis. No further details were provided.